Manufacturer narrative:
The november 2021 ventricular tachycardia and ablation is reported under MFR report #2916596-2022-00423. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number: 2916596-2022-00224. It was reported that the patient ran a self-test on their system controller on (B)(6) 2022 and their flow read as "---". They had never seen this reading before, so they panicked and exchanged their own system controller. The account reported that this controller exchange was unnecessary and performed at home without calling the ventricular assist device (vad) team. On (B)(6) 2022, unrelated to the controller exchange, the patient was admitted to the hospital for a cold that aligned with covid symptoms. An interrogation of their log files also found driveline fault alarms. The clinic had the patient move around their room and bend over multiple times in an attempt to re-activate the alarm; however, the alarm was not recreated. Technical services performed a review of the log files and confirmed the driveline fault had occurred on (B)(6) 2022 at 16:59 and 15 minutes after the patient exchanged their controller. Technical services requested that the clinic exchanged the patient's controller, again, to a pcx system controller and the driveline faults resolved. Upon the patient's admission on (B)(6) 2022, it was found that he had asymptomatic sustained ventricular tachycardia (vt). The patient was put on adenosine, which did not resolve the vt, so they cardioverted him, which also did not resolve the problem. His implantable cardioverter defibrillator (ICD) settings were changed and the patient continued on amiodarone. It was also noted that the patient had already had an ablation for vt in (B)(6) 2021. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
Section h6: correction. Medical device problem code "1384 - mechanical problem" removed. The reported event of driveline fault alarm that resolved with controller exchange is captured in related manufacturer report number. Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the reported cardiac arrhythmia could not conclusively be determined through this evaluation. The submitted log file contained relevant data spanning from (B)(6) 2022 16:40:17 through (B)(6) 2022 21:38:31 pm. The log file captured intermittent strings of driveline faults in phase 1 and yellow wrench advisories throughout the event history. The faults did not affect the controller¿s ability to operate the pump at the set speed. Routine power cable disconnects were also captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 04may2015. The heartmate ii instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.